Event description:
It was reported that the encor driver failed to initialize when connected to the encor enspire system. There was no patient involvement. Additional details revealed that the serial number of the encor fire forward was illegible because a portion of the product label was missing. As a result, the complete serial number could not be identified.

Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.